Event description:
This is being filed to report the clip detaching from one leaflet, and the leaflet laceration requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip (11014r315) was successfully implanted on the medial part of the valve, a second clip (11123r374) was successfully implanted medially to the first. A third clip (10823r263) was implanted in the center of the valve. After deploying the third clip a laceration was noted on the anterior leaflet at the level of the second clip, and it was observed that the second clip had detached from the anterior leaflet and remained on the posterior leaflet (single leaflet device attachment (slda)). A fourth clip (11116r282) was positioned medially to the second clip, after a few grasping attempts it was noted that the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The fourth clip was successfully implanted stabilizing the first and second clip. The mr remained at a grade of 4. Following removal of the steerable guide catheter (sgc) shunt flow was noted between the right and left atrium and an atrial septal occluder was implanted eliminating the flow. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional devices referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient anatomy. The tissue injury appears to be related to procedural condition of the slda. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.